Event description:
It was reported that the screw went through the screw hole of the acetabular cup. The surgeon attempted to remove this screw but was unable to do so. As it was visually confirmed that the screw had not completely exited the screw hole in the cup, the surgery was completed as is. There is no additional information available at the time of this report.

Manufacturer narrative:
(B)(4). D10: associated item number 110010243 item name g7 osseoti 3 hole shell 50mm d lot # 66515820 g2: foreign: japan the device will not be returned for analysis as it remains implanted; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b4 g3 g6 h2 h6 h11. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. The complaint cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no update to the prior event description provided.